Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the nurses were unable to remove the catheter due to pain and resistance. The catheter was attempted to be removed (B)(6) 2024 but were unsuccessful. No noted hematuria or bleeding but the patient found it distressful. The patient was given oxycodone 10mg + tramadol 100mg + lorazepam 1mg 30mins prior visit as well as lignocaine gel to tract as with each previous time. Was successfully removed on (B)(6) 2025 and re-catheterized with softer catheter.